Manufacturer narrative:
Device passed the displacement test but motor error alarm during rewind the basic occlusion test due to loose drive support disk. Unable to perform the occlusion, prime or a33 and excessive no delivery test due to motor error alarm. Motor passed motor test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump received a motor error and rewind was slower. The customer's blood glucose level was unknown. The device will not be returned for analysis.